Event description:
Impac has determined that a pt was treated using a radiation prescription that was incorrectly administered resulting in an additional 600 cgy being delivered to the patient. The prescription called for a total of 3600 cgy to be delivered in 12 fractions (fx) of 300 cgy and instead a total 14 fractions totaling 4200 cgy was administered. The health care professional created a field for treatment using sequencer prior to setting up a treatment calendar and then treated the pt despite multiple warning messages stating "invalid position for couch" and "field not associated with rx site" which the user chose to override to continue treatment. Based on the fact that the user was receiving this message, meant that the field 1 had not been associated to the c7-t5 rx. Subsequently, a treatment prescription was written and approved for a total cumulative dose of 3600 cgy to be delivered in 12 fx's of 300 cgy. After the initial (2) treatments were delivered the health care professional decided to change the prescribed mu from 334 to 336, so field 1a was created by copying field 1 and changing the mu. After field 1 was associated to rx site c7-t5, the health care professional utilized this rx site to create a treatment calendar. Based on the fact that field 1 had been given the status of inactive/hidden and not associated with rx site c7-t5, the treatment calendar did not take into account the 600 cgy that the pt had already received and scheduled (12) fractions. Although filed 1 was inactively/hidden, the treatment that was previously delivered to this field was visible to the health care professional from the patients treatment chart.